Event description:
It was reported that the battery of a tandem mobi pump would not charge, and the charging connection was unstable and not recognized. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy